Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted on (B)(6) 2007: bilateral occlusion (per ppf). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic/abdominal"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("pelvic/abdominal"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumors"). The patient was treated with surgery (hystectomy(full) with bilateral salpingectomy). Essure was removed on -(B)(6) 2015. At the time of the report, the uterine perforation, vaginal discharge, fatigue, migraine, headache, nausea, hormone level abnormal and neoplasm outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, migraine, nausea, neoplasm, pelvic pain, uterine perforation and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: pfs received. Case become valid and incident. Injury nos replaced with new events., reporter's information was added. Added event dysmenorrhea, dyspareunia, pain: pelvic/abdominal, perforation: uterus, fatigue, migraine, headaches, nausea, hormonal changes, tumors. Updated outcome of events dysmenorrhea, dyspareunia, pelvic/abdominal from unknown to recovered/ resolved. Patient note was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / moderated sigmoid adhesion to left side wall/ perforating the uterus bilaterally') in an adult female patient who had essure (batch no. 624483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation" in 2007. The patient's medical history included endometrial ablation in 2007, tubal ligation in 2007 and bladder suspension in 2007. Essure confirmation test(s) conducted on (B)(6) 2007: bilateral occlusion (per ppf). Concurrent conditions included anxiety since (B)(6) 2016 and hypothyroidism since 2011. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2016 and celecoxib (celexa) since (B)(6) 2016. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic/abdominal"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("pelvic/abdominal"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumors"). The patient was treated with surgery (hystectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, vaginal discharge, fatigue, migraine, headache, nausea, hormone level abnormal and neoplasm outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, migraine, nausea, neoplasm, pelvic pain, uterine perforation and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: no evidence of fallopian tubal opacification. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 624483 manufacturing date: 2007-05 expiration date: 2009-04 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-oct-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / moderated sigmoid adhesion to left side wall/ perforating the uterus bilaterally') in an adult female patient who had essure (batch no. 624483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation" in 2007. The patient's medical history included endometrial ablation in 2007, tubal ligation in 2007 and bladder suspension in 2007. Essure confirmation test(s) conducted on (B)(6) 2007: bilateral occlusion (per ppf). Concurrent conditions included anxiety since (B)(6) 2016 and hypothyroidism since 2011. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2016 and celecoxib (celexa) since (B)(6) 2016. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic/abdominal"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("pelvic/abdominal"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumors"). The patient was treated with surgery (hystectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, vaginal discharge, fatigue, migraine, headache, nausea, hormone level abnormal and neoplasm outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, migraine, nausea, neoplasm, pelvic pain, uterine perforation and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: no evidence of fallopian tubal opacification. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received: event endometrial ablation was added. Reporter added, patient detail, medical history, concomitant medication and lab test updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.